Event description:
It was reported that an uv flash disconnect y-set was "not properly connected¿ to uv flash transfer set. This was observed during patient use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual device was received for evaluation. A visual inspection was performed, and it was noted that the molded port was misassembled onto the tubing creating an issue for connection to the set. The tubing was assembled to the wrong end of the molded port. The reported condition was verified. The cause of the reported condition was a manufacturing issue related during the assembly process. Should additional relevant information become available, a supplemental report will be submitted.